Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this recently implanted cardiac resynchronization therapy defibrillator (crt-d) system exhibited loss of capture (loc) on this right ventricular (rv) lead the day following implantation. The rv lead was revised and showed appropriate function. At the next day follow up, the rv lead again exhibited loc, while the remaining leads performed adequately. During troubleshooting, the pacing output for lead testing was increased to maximum level; however, rv pacing was ultimately disabled. No additional adverse patient effects were reported. This rv lead remains in service.